Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent a total hip arthroplasty on (B)(6) 2008. Subsequently, patient's legal counsel reports patient allegations of pain, discomfort and difficulty walking. There has been no reported revision procedure to date. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information received in patient medical records indicates the procedure that took place on (B)(6) 2008 was a right total hip arthroplasty.

Event description:
Legal counsel for patient reported patient underwent a total hip arthroplasty on (B)(6) 2008. Subsequently, patient's legal counsel reports patient allegations of pain, discomfort and difficulty walking. There has been no reported revision procedure to date. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.